Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as an open wound on back under te pads, felt te pads were stuck to back and pulled skin off and caused it to bleed. There was no alleged device malfunction contributing to the wound. The patient¿s nurse practitioner provided wound care for the area. Follow up indicated that the wound improved.